Event description:
Procedure: gastric bypass according to the reporter: pt (B)(6) - the endo gia misfired and jammed during firing of the purple reload on the body of the stomach. The instrument 'crunched'. The knife did not advance forward. Resulted in the surgeon having to take a larger amount of stomach. Tp is ok.

Manufacturer narrative:
(B)(4).